Event description:
The pt presented to the hospital for a cardiac catheterization procedure in 1999. The sheath was left in the pt until an angio-seal device was deployed the following day. There was no pre-placement femoral angiogram performed prior to deployment. The pt was taken by ambulance to another medical facility that day for a previously scheduled open heart procedure. Some time later, while the pt was awaiting open heart surgery, the pt lost distal pulses in the left leg. An ultrasound revealed a dissection of the femoral artery, which was repaired during the open heart procedure. It is unknown if the angio-seal was removed. The hospital staff reported that they were unable to determine the cause of the vessel dissection. As of 01/18/2000, no additional info has been provided to the manufacturer.